Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported device damaged by another device (caused damage) appears to be due to procedural circumstances (subvalvular positioning technique). There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip ntw device referenced in b5 is/are filed under separate medwatch report number.na.

Event description:
This is filed to report device caused damage to another device. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, severe mitral annulus calcification, and thin posterior leaflet. An ntw clip was inserted and placed deployed on the mitral valve. To further reduce mr, an nt clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip because entangled with the implanted clip. The clips were removed from each other, both the implanted clip had detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). The nt clip was then repositioned to stabilize the slda, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.